Event description:
Press fell on both hands causing traumatic partial amputation of the right and left thumb. Started distracting 1mm a day when the mini lengthening apparatus began to slip. The device was removed on 3/26/98 and replaced.

Manufacturer narrative:
H3,h6 - the actual device was evaluated. Visual inspection of the device indicates it met specifications.